Event description:
Covidien received info that the pt was removed from the achieva ventilator due to a malfunction. The pt was not harmed or injured as a result of the event. The evaluation is still ongoing a follow up MDR will be filed once the evaluation has been completed.